Manufacturer narrative:
Additional information: d9, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted that the dissector balloon was inserted into the trocar balloon. The dissector balloon was stuck and twisted at the distal end. The trocar balloon and valve seal were intact. The insufflation bulb and the inflation syringe were not received. The obturators were received. Functional testing noted that the trocar balloon was inflated using a test syringe and no leaks detected. The lock collar move up and down the cannula freely and securely locked in place. The dissector balloon was attempted to be inflated using a test insufflation bulb, however because of the partial insertion it only partially inflated and would not deflate. It was reported that the balloon broke. The reported issue was confirmed. The product analysis noted evidence that the device was not used as intended. The issue may occur if the device was mishandled during clinical application. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, in a laparoscopic procedure, before starting the surgical operation, the balloon physically broke. Another device was used. There was no patient injury.